Manufacturer narrative:
Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The patients implantable cardioverter defibrillator (ICD) and leads were extracted as a precaution. No further patient complications have been reported as a result of this event.